Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that the volume channel was too high. The fse adjusted the volume channel to the manufacturing established value of 26.9 and verified the stability and latron results, and they were all within specification. Service activity performed was verified to meet the specified requirements per established procedures. (B)(4). Total of 3 mdrs are being submitted for the events occurred on this instrument. 1061932-2013-00995, 1061932-2013-00996, 1061932-2013-00997.

Event description:
The customer was having an issue with the latron* volume on the coulter lh 500 hematology analyzer, which was fixed by beckman coulter field service enginer (fse) on (B)(4) 2013. However, the customer called back on (B)(6) 2013 and reported that the latron volume channel issue had re-occurred on the coulter lh 500 hematology analyzer. There is no indication that erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment. *the latron verifies the volume (dc), conductivity (rf) and light scatter (ls) in the vcs technology used in generating retic and differential results.